Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device emitting spark when plugged in. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was evaluated by the manufacturer's product investigation laboratory (pil) and can confirm that the complaint of "smoke coming from the middle of the unit" likely occurred due to liquid ingress to the pca. However, no signs of thermal damage, deterioration, or stress such as voids in the enclosure or melted plastic were visible on the interior or exterior of the device. Section date returned to mfg, evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. During exterior investigation, the manufacturer observed evidence of minor wear and tear such as scuffing/smearing on the ui bezel. Manufacturer did observe that the ui bezel tab was broken. No other significant damage, discoloration, or contamination was observed on the exterior of the device. During interior investigation, the manufacturer observed evidence of liquid ingress and damage on and around the q4 and what appears consistent with corrosion in the vicinity of the u4. A slight yellowing discoloration of the p2 blower connector plug was observed. No damage, discoloration, or contamination was observed in the airpath. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 22 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they confirmed the complaint, that the smoke coming from the middle of the unit" likely occurred due to liquid ingress to the pca.